Event description:
Discordant results were obtained for a differential on a patient sample. The technologist repeated the sample because she was familiar with the patient history. The sample was repeated and the correct results were obtained. The discordant results were not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant differential results.

Manufacturer narrative:
The blood slides provided to siemens by the customer confirmed that the blood smear on the slide labeled came from a blood sample of another patient. Since no log files were turned in at the time of the incident, it is unk what caused the event. The instrument is performing within specifications. No further evaluation of the device is required.